Manufacturer narrative:
The reported event of "nitinol guidewire snapped during use and a portion broke off" is inconclusive. The device will not be returned for evaluation and no photographic evidence was provided; therefore, root cause cannot be identified. A 2 year lot history review could not be conducted as a lot number was not provided. A DHR review could not be conducted as a lot number was not provided. A two-year review of complaint history revealed there has been a total of two complaints, regarding two devices, for this device family and failure mode. During this same time frame (B)(4) devices have been manufactured and shipped worldwide. Should all the complaint devices have been found confirmed for this reported failure, the rate of failure would be (B)(4). Per the instructions for use, the user is advised the following: prior to use, remove all protective packaging and tip protector. Inspect instruments prior to use to ensure they are in good physical condition and function properly. There should be no loose, broken or misaligned parts. Exercise care in the use of these devices to minimize side or bending loads. Do not use excessive force on instruments to avoid damage or breakage during use. Use care while passing sharp instrumentation to prevent damage to the device. This issue will continue to be monitored through the complaint system to assure patient safety.

Manufacturer narrative:
The device is not expected to be returned for evaluation and review. However, the complaint investigation is not complete at this time. A supplemental and final report will be filed following the completion of the complaint investigation. This issue will continue to be monitored through the complaint system to assure patient safety.

Event description:
The customer reported that the device, hps-ssp, was being used during a hip arthroscopy procedure on (B)(6) 2020 when "a surgeon at (B)(6) undertook a hip arthroscopy using our switching stick pack. The nitinol guidewire unfortunately snapped whilst in use and a portion broke off as he removed it. The surgeon was able to retrieve the remnant immediately using a grasper." The procedure was completed with no delay. There was no report of injury to the patient or the user. There was no medical intervention or known hospitalization. This report is being raised on the basis of malfunction with potential for injury upon reoccurrence.